Event description:
It was reported that during an appendectomy procedure, the device cut completely, but delivered an incomplete staple line. Used another like device, and the appendectomy was changed to a coecumpol resection.